Manufacturer narrative:
Investigation is underway. Results will be submitted in a supplemental report.

Event description:
It was reported that, "pt pulled out multiple screws, blockers failed (see x-ray), replaced screws, offset connector used opi, used larger bolts, add'l cross connector, closed. Pt weighs about 120 lbs and was in a brace, using a bone stim since initial operation".